Event description:
The user facility reported that during a peripheral case, the distal tip past the marker band broke on the wire. The patient was ok and procedure was completed successfully. Addition information was received on 15sept2023: per the physician a very small amount of the wire was left in the patient post procedure.